Event description:
It was reported that a patient presented with high capturer thresholds and high impedance noted on the right ventricular lead. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.